Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07661. It was reported the patient underwent an explant of the scs system sometime in (B)(6) of 2017 due to an unresolved infection. Reportedly, the patient was re-implanted with a new system on (B)(6) 2017, which indicated the infection had resolved.